Event description:
Incident as reported: lap chole - "at bedside, patient underwent superficial removal of guidebead post operatively. Apparently, it came off during extraction of gallbladder and was inadvertently left in the umbilical wound. Surgeon uses a cut-down technique."

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to the manufacturer for review. Engineering assessment of the incident will be conducted and a follow-up report will be sent within 30 days or upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.